Event description:
The hcp reported that the pt had experienced unspecified cognitive symptoms and hypertonia. The pt had also experienced a csf leak with edema/seroma. During routine pump replacement, the catheter end was found to be cracked. Aspiration of the fluid around the pump with assay (date not reported) was positive for baclofen. The catheter was revised. The pt recovered without sequela. The pump was used to deliver lioresal.